Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the final investigation.

Event description:
It was reported that, during a diagnostic bronchoscopy procedure, the scope tested positive for tseudomononas aerutinosa microorganisms. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.